Event description:
Olympus was informed that during an unspecified type of procedure, the users experienced a complete loss of image. The patient reportedly had to be transferred to another room to complete the procedure. There was no report of any patient harm.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Olympus contacted the user facility via phone and in writing to obtain additional information regarding the reported event, but no further details were provided. The exact cause of the reported phenomenon could not be conclusively determined at this time. If the subject device is returned for evaluation, or if significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.